Manufacturer narrative:
No solution documented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the footswitch intermittently cut out during exposures on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.